Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). To resolve the reported issue, the fst replaced the distribution board and connected wire. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fresenius fst identified burnt wires and evidence of burn damage. Therefore, the complaint event was confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that the distribution board and a connecting wire inside of the fresenius 2008t hemodialysis (hd) machine had burn damage. The connection between the wire and the distribution board appeared discolored and corroded. The burn damage occurred during machine repair after the machine was initially removed from service for an ultrafiltration (uf) pump alarm that occurred during patient treatment. There was no adverse event related to the treatment. Additionally, a patient was not connected to the machine when the burn damage occurred and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 11,065 hours and the distribution board was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned distribution board and wire. A fresenius field service technician (fst) was called onsite and replaced the loading pressure regulator to resolve the initial uf pump alarm issue and the distribution board and wire to resolve the burn damage. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The distribution board is available to be returned to the manufacturer for physical evaluation.